Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s friend/family member reported that the patient did not feel stimulation. The therapy was reported to be turned off. The patient¿s therapy was turned back on which resolved the situation. It was noted that the patient¿s healthcare provider wanted the patient to switch programs. The patient was on program 2 at 2.7 v and switched to program 3 at 3.4 v. The patient¿s friend/family member tried to increase stimulation so the patient could feel it then saw the ¿turn ins on¿ and turned the ins on. The patient immediately felt stimulation. The stimulation was too high and was uncomfortable. The stimulation was turned down to 1.6 v and was ok for the patient. The initial program the patient was on did not seem to be as effective as it once was for the patient. The patient had to cath 4 times a day, was getting urinary tract infections and could void a lot but still had to cath afterwards ¿sometimes >100 ccs.¿ the patient was implanted for gastrointestinal/pelvic floor.

Event description:
Additional information from the healthcare provider (hcp) reported that the patient's urinary tract infections were related to the patient's underlying urinary/voiding dysfunction and were not related to the device or therapy. The patient was given antibiotics to treat the infections.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.